Manufacturer narrative:
Concomitant products: product ID 389033, lot # j0237063v, implanted: (B)(6) 2003, product type lead; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37742, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that at the patient¿s last doctor appointment, which was a month to 6 weeks prior to the report, they discussed renewing the patient¿s battery because it had been ¿acting up¿ and they saw the doctor indicator. It was noted that they were discussing scheduling the surgery in december. It was noted that the patient needed someone to tell the hospital that their battery was depleted and had reached the end of its life. It was noted that 4 days prior to the report the patient¿s implantable neurostimulator (ins) ¿quit.¿ it was noted that the patient saw the ¿call your doctor¿ icon before the ins issues started. Additional information received reported the patient did have concerns about his device or therapy and he needed a new battery. The patient¿s appointment was still being scheduled.